Event description:
A hemodialysis user facility has reported that during treatment smoke was seen coming from the dist board by the heat exchanger block. A technician confirmed there were no flames. Treatment was stopped and the pt's blood was not returned resulting in an estimated blood loss of 300 ml. The pt had no adverse effects and no medical intervention was required. No other pts or staff in the facility experienced any adverse effects from incident. The pt completed treatment on a different machine. No parts have been replaced on machine since this issue occurred. The machine has not been returned to svc. A facility technician has requested the MFR evaluate the machine. A photo has been provided.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.